Event description:
It was reported that the patient presented in-clinic for a right-ventricular (rv) lead replacement procedure as previously upon interrogation it was noted that the rv lead exhibited low pacing impedance. As a resolution the rv lead was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported event of abnormal pacing impedance was confirmed. A complete lead was returned in three pieces for analysis. Visual inspection found an external insulation abrasion was found at 17.0 cm to 17.1 cm from the connector pin breaching the ring electrode/right ventricular cable lumen and the inner coil lumen proximal to the suture sleeve impression of the middle portion consistent with friction to the device can. The cause of the event of abnormal pacing impedance was due to observed insulation abrasion.